Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of remote transmission data from this subcutaneous implantable cardioverter defibrillator (sicd) appeared to show potential supra ventricular tachycardia (svt) and/or atrial flutter (af) with aberrancy and t-wave oversensing with shocks. It was noted that smart pass was off, and the device is programmed to alternate vector. The patient has been receiving frequent therapy over the past month and was going to present to the emergency room for evaluation. Episode review was requested. A boston scientific technical services consultant reviewed the logfiles for all events and confirmed the onset is sudden. Evidence of a shift with two morphologies was noted in one episode, and a longer duration of an elevated rate in the next two episodes which might have contributed to the morphology change, oversensing and eventual shock delivery. Some post shock pacing was observed with no indication on the secg of return to sinus rhythm. However, presenting electrograms recorded via latitude following two of the episodes, showed normal sinus rhythm with a heart rate of approximately 70bpm. The consultant discussed programming options but stated it may be more of a rate control management strategy versus programming the sicd differently. The system remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that review of remote transmission data from this subcutaneous implantable cardioverter defibrillator (sicd) appeared to show potential supra ventricular tachycardia (svt) and/or atrial flutter (af) with aberrancy and t-wave oversensing with shocks. It was noted that smart pass was off, and the device is programmed to alternate vector. The patient has been receiving frequent therapy over the past month and was going to present to the emergency room for evaluation. Episode review was requested. A boston scientific technical services consultant reviewed the logfiles for all events and confirmed the onset is sudden. Evidence of a shift with two morphologies was noted in one episode, and a longer duration of an elevated rate in the next two episodes which might have contributed to the morphology change, oversensing and eventual shock delivery. Some post shock pacing was observed with no indication on the secg of return to sinus rhythm. However, presenting electrograms recorded via latitude following two of the episodes, showed normal sinus rhythm with a heart rate of approximately 70bpm. The consultant discussed programming options but stated it may be more of a rate control management strategy versus programming the sicd differently. The system remains implanted and no additional adverse patient effects were reported. It was reported that system optimization was subsequently performed, and smart pass was programmed back on. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.